Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and the recorded temperatures indicated cooling during rf ablation. Contact force was intermittently lost during the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2019-00627, 3005334138-2019-00804, 3005334138-2019-00805. During a pulmonary vein isolation ablation procedure, a pericardial perforation occurred. It is unknown what caused the perforation, but may have occurred when repositioning the coronary sinus catheter. The patient became hypotensive and a perforation was confirmed via echocardiogram. The location of the perforation was unknown. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.